Manufacturer narrative:
(B)(4). This report is 3 of 3 allegations of insufficient information for complaint classification that had similar event details. Related records: (B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient reported getting an unspecified low cgm value from his dexcom receiver. No bg meter comparison value was reported. This report is 3 of 3 allegations of insufficient information for complaint classification that had similar event details. The patient then suddenly passed out. No injuries were reported from the patient passing out. Emergency medical services (ems) was called and when they arrived, the bg meter reading taken by them could not be recalled. The patient¿s cgm value at this time could also not be recalled. The patient could not remember what medication or treatment he was provided by ems. The patient declined being brought to the emergency room (ER). The patient was ¿fine¿ at the time of report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient reported getting an unspecified low cgm value from his dexcom receiver. No bg meter comparison value was reported. This report is 3 of 3 allegations of insufficient information for complaint classification that had similar event details. The patient then suddenly passed out. No injuries were reported from the patient passing out. Emergency medical services (ems) was called and when they arrived, the bg meter reading taken by them could not be recalled. The patient¿s cgm value at this time could also not be recalled. The patient could not remember what medication or treatment he was provided by ems. The patient declined being brought to the emergency room (ER). The patient was ¿fine¿ at the time of report. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional event or patient information is available.